Event description:
It was reported that post a stenting treatment procedure stent thrombosis occurred. A promus element plus stent was implanted in the target lesion and an unspecified amount of time later, stent thrombosis occurred.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).